Manufacturer narrative:
If additional information is provided.,results of the investigation will be reported in the follow-up submission.

Event description:
On 08/14/2024, rti surgical, inc and tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint that indicated upon conducting a literature review, results found an article published in cornea · volume 00, number 00, month 2024, titled, "surgical outcome after treatment of radiation-induced scleral necrosis (risn) in patients with uveal melanoma (um)"; jabbarli et al., 2024. In the article, all consecutive cases with um who underwent surgical intervention for risn between 1999 and 2020 were included in the monocentric long-term observational study. In this timeframe, 57 patients underwent surgical intervention because of risn after brachytherapy for um at the department of ophthalmology, university hospital of essen, germany. Two of 57 patients with risn underwent conjunctival revision surgery with CPR (without patch grafting). The remaining 55 patients underwent surgical intervention with different biological graft types to treat the scleral necrosis (sn). The study showed that the poorest treatment results were observed in individuals who were treated with tutopatch. A higher rate of graft melting with the tutopatch graft (in 5 of 7 cases, 71.4%) was observed. To date, no additional information has been provided.

Manufacturer narrative:
All failures of implant are considered serious as per convention. In the five cases for graft melting, the causality is considered not related to the tutopatch grafts since tissue changes due to previous irradiations are suspected for causing the failure. In the sixth case, that was combined with fistulation, the authors considered failure of implant as a consequence of fistulation and low intra-ophthalmic pressure, which the complications are associated with the procedure and not the tutopatch graft. Tutogen agrees and emphasizes that the tutopatch grafts were used in an off-label indication. Failure of implant described in the IFU, while off-label use, fistulation and low ocular pressure are not mentioned. All six recorded failures of the implants were not related to the tutopatch grafts.